Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the blocked cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 327 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (leg), the pod's cannula was found blocked. It was also reported that there was "a little bit of bleeding when they put the pod on" and "cannula is still straight and looks normal but has dry blood on adhesive". As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. The investigation observed blood around the bottom housing window on the adhesive pad. There were no damages or deficiencies observed with the device that would cause bleeding or bruising. The exact cause of the reported infusion site event could not be determined.